Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test. The cause for the failure was determined to be a poor ground connection at the door assay. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The product analysis laboratory (pal) determined the homechoice machine failed rite (returned instrument test/evaluation) testing due to ground bond failed performance specification. There was no patient involvement. No additional information is available.